Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.5x30mm target lesion was located in the severely tortuous and non-calcified left anterior descending artery. After a samurai guide wire crossed the lesion, pre-dilatation was performed using a 2x15mm emerge balloon catheter. A 4.00x24 synergy ii drug-eluting stent (des) was advanced for treatment. However, when the device was opened up, the struts seemed to come out and faulty. The device was removed from the patient's body. A new synergy des was advanced and completed the procedure. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtaned via the radial artery. The 80% stenosed, 2.5x30mm target lesion was located in the severely tortuous and non-calcified left anterior descending artery. After a samurai guide wire crossed the lesion, pre-dilatation was performed using a 2x15mm emerge balloon catheter. A 4.00x24 synergy ii drug-eluting stent (des) was advanced for treatment. However, when the device was opened up, the struts seemed to come out and faulty. The device was removed from the patient's body. A new synergy des was advanced and completed the procedure. No patient complciations were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 24 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.